Event description:
It was reported seven hand piece for battery powered drivers were malfunctioning. Two of the devices weren't working at all, one runs constantly, one has intermittent operation, one has malfunctioning low and reverse buttons, one has a motor noise and shaft turns slowly, and one has an attachment stuck in the coupler with the coupler stuck in the locked position. The device malfunctions were discovered during testing, no patient involvement. No additional information will be made available. This report is for a device reported to run constantly this is report 2 of 7 for (B)(4).

Manufacturer narrative:
A service evaluation was performed. The customer reported the device was running continuously. The item passed testing and worked within normal parameters. The cause of the complained issue is unknown. The complained issue was not able to be reproduced. This item was returned to the customer on 5-jan-2015. Serial number was previously reported as the lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant and explant dates: device is an instrument and is not implanted/explanted. A service history of the past three years has been reviewed. The item was previously returned for service on 28-feb-2014 due to motor failure. The customer called in a service request for this item on 24-oct-2014 and reported the motor will not turn off. The previous service condition of motor failure is relevant to the current complained issue of the motor will not turn off.. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.